Event description:
It was reported that during a ptca procedure, the shaft of the liberte monorail coronary stent delivery system separated outside of the body. An unk product was used to complete the procedure. There were no reported patient complications.

Manufacturer narrative:
Product has been returned; however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is completed.